Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was suspected to suffer from twiddler's syndrome. The patient reported feeling uncomfortable around the device pocket area. An invasive revision procedure was performed, and the leads were found to have migrated on top of the device and tangled in the device pocket. The device pocket was revised and the device was stitched down and the leads were re-implanted. All lead measurements tested within acceptable limits. No adverse patient effects were reported as a result of the procedure.